Event description:
It was reported that approximately (B)(6) after xience stent implantation in the proximal and mid-right coronary artery, the patient experienced cardiac arrest and died at home. There was no treatment. No cause of death was reported. It was noted that 6 months prior to the death, the patient was admitted with rectal bleeding and was diagnosed with diverticulitis. The family was unwilling to provide any information regarding the details of the patient' s death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.